Event description:
On (B)(6) 2015, the reporter contacted animas alleging the insulin on board feature was inaccurate and was not calculating correctly into the bolus total. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior. The total daily dose history correlated appropriately to the user programmed basal rates and bolus deliveries. The pump successfully completed a prime sequence and bolus deliveries without issue or alarm. The insulin-on-board feature was found to be functioning appropriately.